Event description:
A home patient (hp), using a homechoice system (hc) contacted baxter technical service, reported seeing fluid leaking that occurred during fill 1. Hp requests help ending therapy, was connected at time to leak and no alarms were reported. The technical service representative assisted hp with ending the therapy early. Therapy was completed by setting up with new supplies. There was no patient injury or medical intervention associated with this incident per the home patient's spouse.